Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 411 immunoassay analyzer and a cobas 8000 e 801 module at a second site. It was asked, but it is not known if an incorrect value was reported outside of the laboratory. This medwatch will apply to the e 801 analyzer. Please refer to the medwatch with patient identifier (B)(6) for information related to the e411 analyzer. The sample initially resulted with a troponin t value of 22 pg/ml when tested on the e411 analyzer. The sample was repeated twice on the same analyzer, each time resulting with values of 7 pg/ml. The 7 pg/ml value was reported outside of the laboratory to the physicians. The sample was also tested on a cobas 8000 e 801 module at another site, resulting with a troponin t value of 4 pg/ml. The troponin t reagent used on the e411 analyzer was lot number was 345852, with an expiration date of december 2019.